Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer was reported that the patient performed a site change and, upon removal of the cleo 90 infusion set, observed that the cannula was bent. The reported event would cause delay in therapy.